Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, the patient had pain. The mesh was placed during an open surgery. Suture was used as a fixation system. The mesh was cut prior to implantation.

Manufacturer narrative:
(B)(4). Device manufacture date: since the lot number was not provided, this information cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent an umbilical hernia procedure with a mesh implant. This procedure was completed successfully. The patient developed a resistant mesh infection after the surgery. There was drainage from the wound for months until the mesh was removed approximately 5 months post op. Surgical intervention was required to preclude permanent impairment of a function . The patient underwent an additional procedure and the mesh was removed and the infection resolved.